Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to deploy (stent); however, the subsequent treatments appear to be related to the circumstances of the procedure. The reported patient effects of myocardial infarction and thrombosis are listed in the graftmaster rapid exchange coronary stent graft system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 an unspecified graftmaster covered stent was implanted in the mid to distal right coronary artery to treat a perforation. On (B)(6) 2018 the patient presented with a st-segment elevation myocardial infarction. Angiography and optical coherence tomography confirmed the graftmaster covered stent was occluded with thrombosis. An aspiration catheter was used to clear the thrombosis and it was noted that the distal portion of the graftmaster covered stent was not fully apposed to the vessel wall. A non-abbott balloon catheter was used to post-dilate the covered stent and fully appose it to the vessel wall. The patient was discharged and is doing well. Additionally, it was reported that the patient stopped their dual antiplatelet therapy medication due to hip surgery. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, the following additional information was received. The size of the graftmaster rx covered stent used in this procedure was a 3.5x26mm. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Correction: manufacturing site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot.